Manufacturer narrative:
The patient specimen was collected in a edta bd vacutainer tube. Controls were run before and after this event and recovered within assay limits. The instrument is currently within qc specifications with respect to accuracy and precision. Raw data from the lh750 instrument was requested but not provided. Bci field service engineer (fse) found the wbc count chamber not draining. The fse replaced the choke and cleaned the low vacuum lines. The fse found debris behind the apertures and bleached them. The fse also replaced the mixing bubble check valve. The fse verified the instruments operation. Root cause for the erroneous low wbc result is most likely attributed to hardware that was replaced during subsequent instrument servicing for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously low wbc result generated by coulter lh750 hematology analyzer for one patient specimen. The instrument did not generate a flag. The erroneous result was not reported out of the laboratory. The operator reran the specimen twice on the backup instrument, which produced higher normal wbc results. The customer considers these results to be correct and reported the results. There was no death, injury, or change to patient treatment.